Manufacturer narrative:
The field service engineer (fse) confirmed that there were rbc (red blood cell) control values that were out of specifications intermittently. Review of the control data provided indicated that there were hgb (hemoglobin) values that were also out of specification. The fse evaluated the instrument and replaced and realigned the sampling probe and all reproducibility tests were within acceptable limits. In addition he cleaned the rinse block and lubricated all vertical guides at the probe assembly as part of preventative maintenance. Identified failure mode: failure mode is related to the sampling probe. No erroneous results were associated with this event. Upon recur of the failure mode identified; it is likely to impact results for all parameters as the sampling probe is the pathway for aspiration of the samples for analysis. Product labeling was evaluated: per labeling, beckman coulter recommends that you analyze three levels (low, normal, and high) of cell control material. Do this procedure before analyzing patient samples to ensure that the system is within acceptable operating limits. (B)(4).

Event description:
The customer reported the rbc (red blood cell) and hgb (hemoglobin) were drifting high on controls when using the coulter act 5diff cap pierce (cp). Erroneous test results were not obtained for patient samples. There was no death, injury or affect to patient treatment.